Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was noted that the patient was lost to follow-up. A recent CT revealed that the stent graft has migrated distally and a type ia endoleak. Due to the angle of the proximal portion of the stent graft after migrating into the aneurysm sac the left limb of the stent graft was occluded and the lack of blood flow. The infrarenal neck had dilated and patient had a short proximal landing zone so the physician elected to perform a renal bypass on the patient to be able to land an aui at the level of the sma to repair the migrated stent graft and extend with a 16x16x93 limb into the right limb. No additional clinical sequelae were reported and the patient is fine.